Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was found unresponsive. A review of device information revealed right ventricular (rv) lead, rwave undersensing occurred and the patient was noted to be in a fine vf arrhythmia that did not meet the detection criteria.